Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through company representative "rupture". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d3, g1, h6.

Event description:
Healthcare professional reported through company representative "rupture". This record is for the right side. Device was explanted and replaced with a non-abbvie device.